Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 05-aug-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside a specimen vial. During a visual inspection, the device was inspected under magnification. The lens was coated in viscoelastic residue and cut in half. The lens was cleaned and inspected and no further issues were identified. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed; the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ shipping damage. These complaint issues reported are not related. Based on chr results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The dib00 model intraocular lens (iol) was implanted in the patient¿s ocular dexter (right eye). Post-operatively, the patient reported complaints of dysphotopsia and refractive surprise which persisted for eight (08) months. The iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson surgical vision lens, li61ao +21.5. There was no incision enlargement, no suture(s), and no vitrectomy during the lens exchange procedure. The iol directions for use were followed. Patient prognosis post lens exchange was reported as fully recovered. Patient information cannot be provided due to personal data privacy legislation/policy. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: information cannot be provided due to personal data privacy legislation/policy. Section a-3a patient sex: information cannot be provided due to personal data privacy legislation/policy. Section a-3b patient gender: information cannot be provided due to personal data privacy legislation/policy. Section a-4 patient weight: information cannot be provided due to personal data privacy legislation/policy. Section a-5 patient ethnicity: information cannot be provided due to personal data privacy legislation/policy. Section a-6 patient race: information cannot be provided due to personal data privacy legislation/policy. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.